Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a multiple pump errors. The customer¿s blood glucose was 164 mg/dl. Customer stated that insulin pump had frozen display and troubleshooting was performed for the frozen display and the critical pump error. Customer stated that they received the critical pump image on the screen after troubleshooting was performed. The insulin pump will be returned for analysis.